Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Further information requested but not available.

Event description:
Related manufacturer report number:1627487-2020-49212. It was reported patient was not experiencing effective therapy from the time it was implanted. Programming was unable to solve the issue as a result the lead and ipg was explanted at an unknown date in (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.